Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. No additional information was provided and the customer declined troubleshooting with tandem technical support regarding this issue. Additionally, the pump indicated a data log corruption. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.